Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer received result of 205 mg/dl on the aviva system, and a result of 99 mg/dl on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.